Event description:
It was reported the patient received the following results within 10 minutes: 410 mg/dl, 375 mg/dl, and 150 mg/dl. On a different day, the patient received the following results within 10 minutes: 470 mg/dl, 210 mg/dl, and 175 mg/dl.